Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: on investigation, the display was fully functional, clear & legible. Investigation did not duplicate the complaint; no malfunction was detected.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the display was dim/faded/discolored. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.